Manufacturer narrative:
Concomitant medical products: model: 5076-45, lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department indicating that their cardiac resynchronization therapy defibrillator (crt-d) was "shocking" them. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that there were no arrhythmias or shocks that had occurred, and it was thought the patient may be experiencing extracardiac stimulation from their left ventricular (lv) lead. Follow up was conducted and it was verified that reprogramming of the lv lead was completed. The lead remains in use. No further patient complications have been reported as a result of this event.